Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's saturation measure was too low. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The sensor that was provided was damaged. Nothing was found wrong with the unit. The investigation found the device to function normally. The reported product was not related to a reported complaint event. The monitor did not have any fault. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's saturation measure was too low. There was no patient injury. No further information is available at this time.